Event description:
During preparation for use of the device for a transplant procedure, the user reported the central control monitor did not function as expected. The cursor on the monitor screen was about 2 inches from where the monitor was actually touched. After a period of time, the user reported that the cursor corrected itself and aligned with the point of touch. The issue was repetitive in nature. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.